Event description:
It was reported to boston scientific corp that a microvasive rx locking device & biopsy cap system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, after cannulation with an autotome 44 and wire, a sphincterotomy was performed, then the autotome exchange was completed. Upon passing the retrieval balloon through the biopsy channel, resistance was encountered. When the balloon was pushed through the working channel of the scope, the biopsy cap filter sponge was found to have separated. The device was removed from the scope, however, the sponge was left behind in pt's duodenum to pass naturally. The balloon was then passed back into the pt's duct and the case continued. The procedure was completed with the same microvasive rx locking device & biopsy cap system. There were no pt complications reported as a result of this event. The pt was discharged.

Manufacturer narrative:
(B)(4) expected to be passed via normal peristalsis. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental MDR will be filed. (B)(4).